Event description:
It is alleged that a patient encountered bleeding in the rectum following use of the device. It was reported that the patient required embolization of the superior rectal artery and renal replacement therapy related to the bleeding condition. It is unknown whether the device caused or contributed to this condition. No further information was reported.